Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The two additional absorb scaffolds referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that 3 absorb scaffolds were implanted in the circumflex (cx) artery approximately 1-1/2 to 2 years ago. The patient began experiencing angina several weeks ago. Angiography showed the scaffolds were occluded (restenosis) and only the ostial of the cx artery was still visible. After several attempts with cto guide wires, the occlusion was able to be recrossed. Several drug eluting stents were implanted to cover the area of the absorb scaffolds. No additional information was provided.